Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. The upper dynamic jaw is broken off near the base of the shaft. Optical examination discovered a quasi-brittle fracture, with the fracture morphology suggesting a lateral direction of fracture. The location, direction and amount of force required in order induce fracture of the jaw is consistent with lateral bend stress overload.

Event description:
It was reported that during an unspecified surgery a micropituitary broke. No patient complications.